Event description:
It was reported that during a procedure being performed by dr. (B)(6) on (B)(6) 2015, upon implanting the first screw the tip of two universal driver 2.5mm (10-1003-2) broke off into the head of the screw. The screw had to be removed and while implanting the second screw a second driver also broke. The tip of the driver was removed from the screw and the procedure was completed with only one screw securing the plate/cage assembly. This resulted in a two hour delay to the procedure.

Manufacturer narrative:
Device problem already known, no evaluation necessary. Upon identification of a trend for reports of this nature for this device is a CAPA was initiated for investigation and corrective action. Investigation determined the root cause to be attributed to the tip design. Design changes were initiated changing the tip to a solid hex in effort to increase tip strength. This report is number 1 of 2 mdrs filed for the same event. (Reference 3005739886-2015-00022 & 00023)